Event description:
Medics responded to a call for a patient (age unknown). When the medics arrived, defib pads were placed on the patient, and the device detected an asystole heart rhythm. After 2-3 minutes of CPR the patient's rhythm changed to ventricular fibrillation. The device was charged to 120 joules and failed to discharge. The device was again charged to 120 joules and successfully converted the patient's rhythm to "asystole." It was later noted on the patient's code summary that the device discharged 100 joules at this time. No further defibrillation attempts were made to the patient. The patient's heart rhythm remained in asystole until the patient was later pronounced deceased.